Event description:
It was reported that outside of surgery, the unit shows that it is full but it is not full in both cylinders. No patient involvement, impact, or harm. Due diligence information complete since quote was rejected after no response from customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The work order was rejected as no purchase order was received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.